Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 6.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilation. However, upon initial inflation at 20 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.